Manufacturer narrative:
(B)(4).

Event description:
It was reported that stored episodes of auto-mode switch due to far r-wave oversensing were observed via remote transmission. Programming changes were recommended. The device was electively explanted and replaced. The patient was discharged.